Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(6). Problem code 1211 captures the reportable event of device failed to deliver energy. Investigation results: visual evaluation of the returned device found that the device and cautery were in good conditions. Electrical resistance testing was performed and resistance measured at 11.9 ohms, within manufacturing specifications. Based on the information available and the analysis performed, the most probable root cause classification is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a rotatable small oval med stiff snare was used during a polypectomy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the device failed to deliver energy. Reportedly, the snare was securely attached to the active cord. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(6). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a rotatable small oval med stiff snare was used during a polypectomy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the device failed to deliver energy. Reportedly, the snare was securely attached to the active cord. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event.